Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved an 8" (20 cm) appx 1.2 ml, smallbore ext set w/nanoclave¿, 6-port nanoclave¿ manifold, nanoclave¿ 4-way stopcock, check valve, clamp, rotating luer, and it was reported that the device had a small leak at the stop cock connection point during infusion. There was patient involvement but no harm.